Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(vaginal menoorhagia)') and pregnancy with contraceptive device ('pregnancy(temination)') in a 27-year-old female patient who had essure (batch no. 324480-invalid,624480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included multi gravida, parity 1 ((B)(6) 2001), miscarriage, pain in hip, post-traumatic pain, hip surgery, nausea and vomiting. Concurrent conditions included asthma and left lower quadrant pain. Concomitant products included prednisolone, prednisone and salbutamol (albuterol hfa). In 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced device expulsion ("migration of essure device location of device: fell out,expulsion of essure device"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal menoorhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2007, the patient experienced pelvic pain ("pain pelvic area"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with aciclovir (acyclovir), nsaids, paracetamol (acetaminophen) and surgery (ablation, d & c, bilateral tubal fulguration). At the time of the report, the menorrhagia, pregnancy with contraceptive device, pelvic pain, device expulsion, vaginal haemorrhage, dyspareunia, depression, anxiety, migraine, headache, dysmenorrhoea, urinary tract infection and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2006: marrow edema in the left femoral head and neck, associated with a small hypointense subchondral line along the weight bearing portion of the head, raising the question of early osteonecrosis. If not, this could reflect transient osteoporosis or transient bone marrow edema syndrome. Orthopedic consultation and mr follow up recommended. Equivocal evidence of minor spotty edema in the right femoral head and neck. Ultrasound pelvis - on an unknown date: small volume of fluid in the cul-de-sac. Probable collapsed corpus luteum on the left.; on (B)(6) 2018: no abnormal uterine, adnexal mass or free pelvic fluid. There are nabothian cysts. Concerning the injuries reported in this case the following events were confirmed via patients medical record : mild pain during sexual intercourse,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(vaginal menoorhagia)') and pregnancy with contraceptive device ('pregnancy(temination)') in a 27-year-old female patient who had essure (batch no. 324480-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multi gravida, parity 1 ((B)(6) 2001), miscarriage, pain in hip, post-traumatic pain, hip surgery, nausea and vomiting. Concurrent conditions included asthma and left lower quadrant pain. Concomitant products included prednisolone, prednisone and salbutamol (albuterol hfa). In 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced device expulsion ("migration of essure device location of device: fell out,expulsion of essure device"). On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal menoorhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and pelvic pain ("pain pelvic area"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract infection, vaginal infection and device expulsion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2006: marrow edema in the left femoral head and neck, associated with a small hypointense subchondral line along the weight bearing portion of the head, raising the question of early osteonecrosis. If not, this could reflect transient osteoporosis or transient bone marrow edema syndrome. Orthopedic consultation and mr follow up recommended. 2. Equivocal evidence of minor spotty edema in the right femoral head and neck. Ultrasound pelvis - on an unknown date: small volume of fluid in the cul-de-sac. Probable collapsed corpus luteum on the left.; on (B)(6) 2018: no abnormal uterine, adnexal mass or free pelvic fluid. There are nabothian cysts. Concerning the injuries reported in this case the following events were confirmed via patients medical record : mild pain during sexual intercourse,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(vaginal menoorhagia)') and pregnancy with contraceptive device ('pregnancy(temination)') in a 27-year-old female patient who had essure (batch no. 324480-not valid,624480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included multi gravida, parity 1 ((B)(6) 2001), miscarriage, pain in hip, post-traumatic pain, hip surgery, nausea and vomiting. Concurrent conditions included asthma and left lower quadrant pain. Concomitant products included prednisolone, prednisone and salbutamol (albuterol hfa). In 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced device expulsion ("migration of essure device location of device: fell out,expulsion of essure device"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal menoorhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2007, the patient experienced pelvic pain ("pain pelvic area"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with aciclovir (acyclovir), nsaids, paracetamol (acetaminophen) and surgery (ablation, d & c, bilateral tubal fulguration). At the time of the report, the menorrhagia, pregnancy with contraceptive device, pelvic pain, device expulsion, vaginal haemorrhage, dyspareunia, depression, anxiety, migraine, headache, dysmenorrhoea, urinary tract infection and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2006: marrow edema in the left femoral head and neck, associated with a small hypointense subchondral line along the weight bearing portion of the head, raising the question of early osteonecrosis. If not, this could reflect transient osteoporosis or transient bone marrow edema syndrome. Orthopedic consultation and mr follow up recommended. 2. Equivocal evidence of minor spotty edema in the right femoral head and neck. Ultrasound pelvis - on an unknown date: small volume of fluid in the cul-de-sac. Probable collapsed corpus luteum on the left.; on (B)(6) 2018: no abnormal uterine, adnexal mass or free pelvic fluid. There are nabothian cysts. Concerning the injuries reported in this case the following events were confirmed via patients medical record : mild pain during sexual intercourse,menorrhagia, most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received : lot number were added. New reporter, treatment drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(vaginal menorrhagia)') and pregnancy with contraceptive device ('pregnancy(termination)') in a (B)(6) female patient who had essure (batch no. 324480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multi gravida, parity 1 ((B)(6) 2001), recurrent abortion, pain in hip, post-traumatic pain, hip surgery, nausea and vomiting. Concurrent conditions included asthma and abdominal pain. Concomitant products included prednisolone, prednisone and salbutamol (albuterol hfa). In 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced device expulsion ("migration of essure device location of device: fell out,expulsion of essure device"). On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and pelvic pain ("pain pelvic area"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract infection, vaginal infection and device expulsion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2006: marrow edema in the left femoral head and neck, associated with a small hypointense subchondral line along the weight bearing portion of the head, raising the question of early osteonecrosis. If not, this could reflect transient osteoporosis or transient bone marrow edema syndrome. Orthopedic consultation and mr follow up recommended. Equivocal evidence of minor spotty edema in the right femoral head and neck. Ultrasound pelvis - on an unknown date: small volume of fluid in the cul-de-sac. Probable collapsed corpus luteum on the left.; on (B)(6) 2018: no abnormal uterine, adnexal mass or free pelvic fluid. There are nabothian cysts. Concerning the injuries reported in this case the following events were confirmed via patients medical record : mild pain during sexual intercourse,menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received :event "injury nos" was deleted and was updated to more specified events. Lot number added. Following events were added : abnormal bleeding(vaginal menorrhagia), depression, mental anguish, migraines, headaches, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), pain pelvic area, vaginal infection. Medical history and concomitant conditions added. Concomitant products added. Reporter information added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.